Event description:
Patient presented with hip pain so doctor removed implants and proceeded to antibiotic spacer.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown 36 mm liner. The following other devices were also listed in this report: size 6 accolade ii 127 deg; cat# 6721-0635; lot# 41735203. V40 cocr lfit head 36mm/+5; cat# 6260-9-236; lot# mlmjwd. Unknown 52mm tritanium shell. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device was retained by the patient and was not returned to the manufacturer. Further information is not available per hospital protocol. Should additional information become available at later time, it will be reported in a supplemental report.